Manufacturer narrative:
This product has been long expired, therefore retention devices are no longer available for testing and manufacturing batch records are not available for review. Due to the age of the correspondence, it was not possible to gather additional details. A root cause could not be determined from the available information. Per the package insert, results should be read at 3-4 minutes. Do not interpret results after the appropriate read time. This test provides a presumptive diagnosis for pregnancy. A confirmed pregnancy diagnosis should only be made by a physician after all clinical and laboratory findings have been evaluated. A CAPA, CAPA-(B)(4), was initiated to address the late documentation of this complaint.

Event description:
Unspecified date: customer is stating that there is a fault with the pregnancy tests she stated that they have told several people that they are not pregnant when they are - she stated that the line is very faint after 20 minutes. No further information provided.